Manufacturer narrative:
The reported event was lead dislodgment. As received, a complete lead was returned in one-piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-45230. It was reported that the patient presented for a scheduled procedure. It was noted that after the completing of the procedure, the right atrial lead and the right ventricular lead both dislodged. An x-ray was performed and was confirmed. Both leads were explanted and replaced. There were no patient consequences.